Manufacturer narrative:
Follow up # 1; date of submission: 8/23/2016. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/19/2016 with the following findings: there were multiple call service cs 052 communication alarms observed in the pump¿s black box and alarm history. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs 052 alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate ¿cs 052¿ complaint. The pump¿s cover was removed and the display screen was found to be unsecured and lifted due a gray tape failure. An intermittent condition was found to the cgm module due a cracked trace on the main flex. The battery cap was not returned with the pump and a test cap was used to complete the investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.